Event description:
It was reported that the insulin pump went back to rewind while attempting to prime. Instructed the caller to remove the reservoir and to rewind then prime, but the device alarmed an error. Advised that the customer should revert to back up plan. The husband stated that the customer was on manual injections for a week when it happened over a month ago. The customer's blood glucose reading was 222mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had cracked case at the display window and battery tube threads.